Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided. Suspected cause was due to having a basal rate setting that was too low. Bg was addressed via correction bolus via pump. Customer updated the basal rate setting to address the event.